Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia on the first day of pump use, with a lowest/highest blood glucose around 256 mg/dl and values remaining above range for approximately three hours; the user had eaten more than usual, announced more insulin, is insulin resistant, and reported a fingerstick of 227 mg/dl with cgm 250 mg/dl while the ilet did not alert for high or low. Symptoms included no reported clinical symptoms. Outcomes included no outside assistance and no medical intervention. Investigation included call-center troubleshooting, review of use conditions, confirmation of insulin delivery through tubing drop test, sensor calibration guidance, reinforcement of pump best practices, and ketone action plan counseling for future readings exceeding thresholds. Investigation of this case revealed the device delivered insulin as expected, the system was in its learning phase, and hyperglycemia was plausibly related to increased meal size and insulin resistance, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related and physiological factors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.